Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service representative was dispatched to the facility to evaluate the issue. Testing of the pump found it to be working properly and no failures or abnormalities were observed. As a precautionary action, the representative replaced a motor control board and successfully completed functional verification. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s3 roller pump stopped displayed an error message during an ECMO procedure. After power cycling, the error was cleared, the pump regained functionality, and the case continued. There was no report of pt injury.